Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass, cracked reservoir tube lip, and minor scratches on display window noted. There were no cracks on window display noted. (B)(4)

Event description:
The customer reported via phone call of issues with cracked screen on their insulin pump. The customer states the device was dropped and the screen cracked. The customer's blood glucose level at the time of incident was 285mg/dl. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.